Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) started malfunctioning six months prior to this report. The patient though they were supposed to be good for nine years. The patient had an appointment scheduled with their healthcare professional on the day of this report. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.